Manufacturer narrative:
The pt involved in this incident was a male, weight unk, who had initially been admitted to the hosp with a diagnosis of legionella pneumoniae. Apparently, the pt was coherent enough to dial 9-1-1, but by the time the paramedics arrived, the pt was unresponsive and no spontaneous respirations were observed. The pt was then intubated in the field and transported to the hosp. He was subsequently admitted to the facility's intensive care dept with ventilatory settings of: fi02 of 100% and a peep of +15 and was never weaned from those settings. Several days after being in the intensive care dept, the pt went into septic shock leading to acute renal failure. Because of his extremely critical state secondary to septic shock, he was placed on several inotropes including epinephrine; 0.4 mcg/min and levophed: 5 mcg/min. The staff was forced to change out the machines when they get the self-test failures. Therefore, this pt was on all three machines at some point in his therapy. It is unk, the sequence of the machines. Upon further investigation, it was revealed that the family of this pt chose to terminate all life-support on this pt when he went into multi-organ failure, as a result of the severe sepsis. The pt was pronounced dead approx six minutes later after the ventilator was turned off. Gambro us service tech rep, inspected all three of these prisma machines and was able to observe the events history for all of them. In every case he noted access pressures in excess of -250 mmhg and extremely high effluent pressures. As a precaution, he verified the pressure transducers and scales. He was unable to duplicate self-test failure problems. All three prisma machines have been upgraded to the new 3.10 prisma software. The self-test failure occurrences can be explained by a poor vascular access. Since the access pod is pulling at very negative pressure >-250 mmhg, and the effluent pod is subject to high pressure to push the effluent into the bag. Gambro has found no evidence to suggest that its device caused or contributed to this event. Gambro does not regard the submittal of this report as an admission of liability.